Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0mmx100mmx135cm sterling¿ balloon catheter was used to dilate the lesion. During withdrawal ,while pulling out the device through an unspecified sheath, the shaft separated into two pieces. Both pieces were completely removed. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter in 2 pieces. A stopcock was attached to the hub of the device, as received. There was contrast and blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination inspection presented no damage or irregularities in the bonds or welds of the device. Microscopic examination revealed that the outer shaft was separated at the proximal balloon bond and the inner shaft was separated 17cm proximal of the proximal balloon bond. The inner shaft was buckled under the balloon in between the markerbands. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0mmx100mmx135cm sterling¿ balloon catheter was used to dilate the lesion. During withdrawal ,while pulling out the device through an unspecified sheath, the shaft separated into two pieces. Both pieces were completely removed. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.